Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info.

Event description:
It was reported to boston scientific corporation on september 30, 2020, that a lighttrail reusable laser fiber were used in a procedure performed on (B)(6) 2020. Reportedly the console was an auriga xl 4007 laser console. According to the complainant, during preparation, post sedation, the laser console alerted error 1103- error connect new fiber due to fiber malfunction. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.